Event description:
It was reported that the tip of the instrument was broken off during the procedure. The broken off tip was left in the patient's disc space. No other patient complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. However, a picture of the device was sent to the manufacturer and the tip of the instrument breakage was confirmed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.